Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that patient underwent mesh revision on (B)(6) 2010. It was reported that she experienced pain, urinary problems, bowel problems, bleeding, dyspareunia, vaginal scarring and other symptoms. No additional information was provided. (B)(4) - urinary and bowel problems.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat symptomatic cystocele and rectocele. It was reported that the patient underwent the concurrent procedures of anterior and posterior colporrhaphy and cystoscopy during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.